Event description:
The pt was bilaterally implanted with smooth saline mammary prosthesis on 8/28/97. Subsequently, the pt experienced bilateral deflations of the devices, infection and capsular contracture. The devices were removed on 10/15/98.